Event description:
It was reported that the user experienced hyperglycemia after changing tubing while the cartridge still contained insulin; the user believed the cartridge was full, but the plunger that advances the stopper did not reach the insulin, resulting in no insulin delivery until the cartridge was properly filled, after which therapy resumed as expected, with no device alerts or alarms reported and the user characterizing the issue as user error. Symptoms included hyperglycemia. Outcomes included insufficient information regarding clinical impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with no specific medical device problem or device component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.